Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and had unresponsive buttons. Customer's blood glucose was 285 mg/dl at the time of the incident. The customer also stated that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that button anomaly troubleshooting was performed and hat the alarm history could not be reviewed due to the unresponsive buttons. The customer treated the high blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: arrow buttons did not respond due to unlock on lcd keypad connector. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No audio beep anomaly noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.